Event description:
Revision surgery - due to pt wear, a post on a size 10x11 series 500 posterior stabilized tibial insert broke. The surgeon removed all of the tibial insert pieces and replaced them with a new series 500 posterior stabilized insert, the same size.

Manufacturer narrative:
The reason for the revision surgery was a broken posterior stabilized (ps) post after approximately 11 years in-vivo. No information about patient activity level, history of trauma, or implant positioning was provided. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this part number. A definitive root cause cannot be determined because the incident ps insert was not returned to djo for inspection. Factors that can contribute to post fracture include trauma, implant positioning, and repeated excessive physical activity like deep flexion squatting or hyperextension. The incident device met all critical dimensions and specifications when released from djo surgical. (B)(4)